Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant the lead showed loss of capture. Physician repositioned the lead and it remains in use. No patient complications were reported as a result of this event.